Manufacturer narrative:
Restraint straps; wheel assembly.

Event description:
It was reported by service report that the cot was missing restraint straps and the wheel assembly was worn. There was pt involvement, however no adverse consequences are reported.